Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical nephrectomy procedure, the customer informed the technical support engineer (tse) they received a repeat recoverable fault on arm4. The customer stated that the customer needs all 4 arms and had attempted to recover but the errors continued. The tse viewed and confirmed the 23008 errors on arm 4 axis 1. The tse suggested to power cycle the system. The customer performed that, but the errors immediately returned. The tse advised the customer that they could either disable arm 4 or swap out the patient side cart (psc). The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that there was no harm to the patient. There was about 15-minute delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and sensors check on the yaw. Upon further investigation, there was no fluid intrusion or physical damage. The logs also show errors 23008 pointing pot to encoder on axis 1 (yaw) and error 1173 has a node of ac_4c (aca) with a p3=0x1, pointing to the yaw. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue is attributed to yaw searchlight - microe absolute encoder type (sl) and flat flex cable (ffc).

Event description:
Refer to h11 for follow-up information.